Event description:
On (B)(6) 2011, husband reported that patient has been in a coma over the previous week. Physicians were not sure what caused the coma, but diabetes was likely a contributing factor. Husband does not know if the infusion device or related products malfunctioned. Wife woke early in the morning and could not breathe. Her husband called 911. Husband does not know if her blood glucose was high or low. Follow-up was completed with husband on (B)(6) 2011. Patient was still in a coma and experiencing swelling all over her body. Husband reported the coma was due to hypoglycemia. He was not able to provide the date that this occurred or her normal blood glucose range. Infusion device was replaced and requested for evaluation. Additional details were not provided.